Event description:
Pt presented to the emergency room with abdominal pain, diaphoresis, labored breathing. A right femoral triple lumen central line was placed. Pt continued to deteriorate, and became pale and tachypneic. Developed v-fib and was defibrillated and intubated. A CT scan was done showing air in the right femoral vein, inferior vena cava, right atrium and ventricles. Mild stranding was noted adjacent to the inferior right hepatic lobe, as well as bilateral perinephric stranding observed. Minimal free pelvic fluid.